Event description:
Information received from the field does not address the patient's clinical status but notes a high battery impedance. The patient will be followed clinically until the device reaches recommended replacement time.